Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the event of rupture associated with this complaint did not occur. Patient later reported only capsular contracture baker grade unknown. On right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown & rupture.

Event description:
Health professional reported a right side exchange of implant with no complaint against the device. Patient reported "silicone implants were recalled? , large lump with pain & itchiness near the armpit. Capsular contracture & rupture". Device remains implanted.